Manufacturer narrative:
This device was previously reportable under the asr exemption e2015006, which was revoked on 2018/06/28, resulting in this MDR submission. The device was received in scratches to the exterior housing and damages to the battery compartment. No damages to the nurse call receptacle noted but the unit had an internal rattling sound. Upon opening the alarm, loose pieces of the nurse call receptacle was found inside the housing, and the nurse call feature cannot be put into use. The device passed all other functional testing. Being that this unit is more than five years old, it is likely the cause is expected normal wear and tear. A review of the unit¿s device history record (DHR) did not reveal any issues that could have contributed to the reported incident. The device was shown to have passed all verification testing and met manufacturing specifications prior to being released for distribution. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacturer reference file # (B)(4).

Event description:
Customer reported alarm has rattling noise inside the alarm box. Customer also stated the alarm goes off when it is not suppose to but was unable to give me any other information. The date the issue was discovered is unknown and no patient incident or injury was reported.